Event description:
It was reported that prior to an unk procedure, the handpiece had loose stud. No pt consequence reported.

Manufacturer narrative:
Eval summary: the hp054 hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. However, no anomalies were noted with the 4-40 stud. The batch history records were reviewed with no anomalies noted during the mfg process. Complaint info is trended in a regular basis to determine if further investigation is warranted.